Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> conclusion and justification status: the complaint states customer wrote to (B)(6): "during a revision on (B)(6) 2017 the inlay was implanted. On (B)(6) 2017 inlay was revised again." A review of manufacturing records and complaint databases did not identify any anomalies. The supplier report and products were reviewed by bioengineering and a report was received stating; the conclusion of the report from ceramtec suggests that an insufficient or misaligned fixation of the insert in the metal cup causing a local stress raiser. This was considered the potential reason for the fracture of the insert, however on review of the report and the fact all of the fractured liner fragments have not been returned this conclusion cannot be made from the evidence available. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Device history lot ==> 8476380. Device history review ==> product code 121882748, work order (B)(4) was manufactured on 22 feb 2017. (B)(4) were manufactured per specification and all raw materials met specification. Coc review: for 7182840, product code 121882748, met specification if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: customer wrote to (B)(6): "during a revision on (B)(6) 2017 the inlay was implanted. On (B)(6) 2017 inlay was revised again." Customer informed concerning a hip revision on (B)(6) 2017. Update 15 aug 2017. Additional information received from the affiliate. As per sales rep (b(4) info the ceramic inlay was fractured and revised on (B)(6) 2017. This was updated on aug 15, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer wrote to bfarm: "during a revision on (B)(6) 2017 the inlay was implanted. On (B)(6) 2017 inlay was revised again." Customer informed concerning a hip revision on (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported that the black plastic handle of the impactor cracked when surgeon was impacting a pinnacle shell. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.